Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during orthopedic procedure, the tip of the driving cap broke off inside the insertion handle when malleting in the tibial nail. They kept on malleting and proceeded. Both items were still usable and the case has no interruption. There was no surgical delayed reported. Procedure was successfully completed. There was no patient consequence. Concomitant devices: tibial nail (part unknown, lot unknown, quantity 1). Impaction inst: hammer/mallet: tr (part unknown, lot unknown, quantity 1). Insertion handle for suprapatellar (part 03.010.440, lot unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).